Event description:
It was reported that this patient experienced a syncopal episode when lifting their left arm above their head. The device was interrogated which revealed right ventricular (rv) over-sensed noisy signals which inhibited pacing resulting in asystole. Loss of capture was also observed. It was stated the over-sensing occurred following a lead safety switch to unipolar sensing because the rv lead pacing impedance was out-of-range (>2000 ohms). This rv lead was subsequently surgically capped and abandoned; a replacement rv lead was implanted to resolve the event. At this time, this lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse effects.